Event description:
It was reported that the patient presented for a routine implant. It was noted prior to the procedure that the lead's helix was found to be halfway outside the lead while still in the box. The physician rotated the helix back and attempted multiple times to rotate the helix out again prior to the lead being inserted into the body but failed. The lead was exchanged and a replacement was installed successfully. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned with a stylet inserted inside the lead. Helix mechanism testing found the helix could be retracted and extended within the specified number of turns. DHR was reviewed and the lead passed all quality control tests prior to its distribution.